Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during procedure the coil detached within the microcatheter while being repositioned in the aneurysm. The physician was able to safely remove the coil and the microcatheter as a unit from the patient's body. The physician continued the procedure with a second coil (subject device); however, the coil also detached in the microcatheter while being repositioned. The physician was able to remove the coil and microcatheter as unit without clinical consequences to the patient.

Event description:
It was reported that during procedure the coil detached within the microcatheter while being repositioned in the aneurysm. The physician was able to safely remove the coil and the microcatheter as a unit from the patient's body. The physician continued the procedure with a second coil (subject device); however, the coil also detached in the microcatheter while being repositioned. The physician was able to remove the coil and microcatheter as unit without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the main coil was broken from the delivery wire, kinked, and stretched. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information available and analysis of the device, the reported main coil prematurely detached was confirmed based on the device analysis, as it is possible the user perceived the break as premature detachment. It was noted that the main coil had not detached by electrolysis but had separated due to a break in the main coil. It is likely that procedural factors contributed to the observed damages limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation. Device available for evaluation: yes.

Event description:
It was reported that during procedure the coil detached within the microcatheter while being repositioned in the aneurysm. The physician was able to safely remove the coil and the microcatheter as a unit from the patient&#62688;body. The physician continued the procedure with a second coil (subject device); however, the coil also detached in the microcatheter while being repositioned. The physician was able to remove the coil and microcatheter as unit without clinical consequences to the patient.